Manufacturer narrative:
Additional information was received as follows: the proximal type I endoleak was still present and the aneurysm measured 67 mm in diameter. The physician elected to perform an intervention. The patient anatomy would not permit access to the left renal artery in order to perform a chimney with a covered stent. Therefore, the physician elected to implant an 36x36x49 endurant aortic cuff and intentionally covered the left renal artery. There was an observed small proximal type I endoleak observed on the final angiogram. The physician thought that the endoleak may be from the ostium of the left renal artery. The physician then elected to re-balloon with a reliant balloon. However, it was unknown whether the proximal type I endoleak had resolved since an angiogram was not performed again. The physician elected to monitor the patient and may explant the devices if the endoleak is observed to persist on a follow up CT in a month. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. However, it appears likely that this was caused by disease progression; neck dilatation. Pre-implant CT¿s revealed that the patient had a 50mm max diameter infrarenal aaa. The aorta was tortuous and filled with irregular thrombus. The proximal neck flow lumen diameter just below the lowest left renal artery measured ~27mm, and 2cm lower measured ~33mm. The infrarenal neck was angulated ~70 deg relative to the distal aorta, and the neck contained scattered calcification. CT¿s returned from 52 and 61 months post-implant noted that the aaa diameter had increased to 65mm, the aortic diameter at the bifurcate proximal margin had increased to 40mm, and there was a proximal type I endoleak due to lack of proximal stent graft apposition. It is also possible that implanting within the angulated and thrombus filled neck may have also contribute to the aaa expansion. Films from the intervention where an endurant (36x36x49) aortic cuff and intentionally covered the left renal artery were not available, and the cause of the reported residual type ia endoleak could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm . It was reported that the endurant stent graft bifurcate had a proximal type I endoleak. The endurant stent graft bifurcate still remained position at the renal artery. No intervention was performed and the event was not resolved. Per the physician the cause of the event was due to disease progression. No clinical sequelae were reported and the patient is being monitored by their physician.